Event description:
Customer reported that the battery is not lasting and the insulin pump has been alarming weak battery and failed battery test. Customer also reported that the display went blank. Customer stated that she had to replace the battery 3 times in the last week and a half. Battery indicator does not show less than 2 bars. Alarm history showed multiple low battery alerts. Customer states the contacts on the battery cap are not missing or damaged and the battery compartment and spring are not damaged or corroded. Customer was advised to clean the battery cap and insert a new battery; the display returned. Blood glucose value is unknown. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.